Event description:
It was reported by the patient that the carelink monitor was not receiving power. Nothing happened when the start button was pressed. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient called and indicated that when the start button is pushed on the carelink monitor, it does not begin to "read." The monitor was working previously. A new monitor will be sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printed circuit (pc) board was corroded and contaminated.